Event description:
It was reported that ongoing air bubbles were observed within the infusion set tubing. There was no reported adverse impact to the customer's blood glucose level. The customer primed the tubing to address the past issues; however, the issue persisted. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.